Event description:
It was reported that during a gastric procedure, when executing the second firing, the device cut but it did not staple because there were no staples on the reload. They had to convert to an open procedure. Also, they had to due to a total gastrectomy on the pt. The surgery took 12 hours.

Manufacturer narrative:
Date sent: 04/14/2009. Evaluation summary: the analysis results showed that one ec60 device was returned with no visual non-conformances and with seven reloads present. One reload was received with the pan dislodged, several drivers missing, unfired and with staples; one fully fired reload was loaded on the device. Five additional reload were received sterile from the same batch number. The device was tested for functionality with the five sterile reloads and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. It should be noted that all instruments are inspected 100% for staple presence by a visual system prior to the placement of the staple retainer. In addition, at finished goods, the instruments are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.